Event description:
Customer reportedly received result of 333 mg/dl on the aviva system and 140 mg/dl on professional device within 10 mins. No action taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.